Event description:
A customer reported to beckman coulter (bec) a problem with the automated differential on the coulter lh 780 hematology analyzer. The customer indicated they were receiving low monocytes % values and they were having an issue with neutrophils and monocytes separation. The erroneous differential results occurred randomly. Controls were run before and after the incident and recovered within ranges. The analyzer is currently performing within quality control (qc) specifications with respect to controls and reproducibility. The customer ran a correlation study on the lh 780 analyzer for automated monocytes % vs. Manual differential moncytes % count and provided printouts for samples used in the study. The samples were analyzed on multiple days. Raw data files and manual differential results have been requested, but have not been received. No erroneous results were reported outside of the laboratory.there was no death, injury or effect to patient treatment. This MDR is to report the correlation study results for patient samples generated on (B)(6) /2013.

Manufacturer narrative:
Based on supplied information, the instrument has been serviced multiple times by the distributor engineers. However, service details have not been provided. There is no indication that beckman coulter service was dispatched to the customer's site. Total 5 mdrs are submitted for this issue occurred at this customer site: 1061932-2013-00999, 1061932-2013-01000, 1061932-2013-01001, 1061932-2013-01002, 1061932-2013-01003.